Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product lot number? Would be any sample available for return?

Event description:
It was reported by vet that a cat underwent a ovariectomy procedure on (B)(6) 2021 and the suture was used. After the surgery, on (B)(6) 2021, with the overlying skin closure appearing intact and normal, a surgeon could not able to find the fragment from the simple interrupted suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: product lot number? Qpmaxk. Would be any sample available for return? Suture from linea was not saved.